Event description:
Patient reported post treatment scarring on smile lines/ all lines coring (ultraclear laser treatment mode) was used. Hypopigmentation and red squares still on both cheeks and forehead. Textural changes. Under eyes and eye lids look worse and minor scarring under eyes and eyelids. Eyelids still red and irritated. Reported approximately 7 months after treatment. Treatment parameters were not provided at this time. No photographic evidence was provided at this time.